Event description:
It was reported that during a gastric sleeve procedure, the reload didn't fire, and 4 different reloads didn't fire. The device was reported because all of the reloads were fired in a defect way. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the system was explanted due to infection.